Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a missing retainer on the shock button. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.